Event description:
Four patient samples resulting high or low creatinine results. In 2007: patient 1, initial result gave 235 umol/l; sample repeated two times giving 47 umol/l each time. One week later: patient 2, initial result gave 56 umol/l; sample repeated three times giving 101, 54 & 54 umol/l respectively. Patient 3, initial result gave 112 umol/l, sample repeated three times giving 65, 66 & 66 umol/l respectively. About 11 days later: patient 4, initial result gave 64 umol/l; sample repeated two times resulting at 181 and 62 umol/l respectively. If additional information is received, appropriate notification will be provided.